Event description:
Healthcare professional reported additionally reported left side rupture.

Event description:
Healthcare professional additionally reported left side rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, b.6, d.2, g.1, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late these are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade iii and "over 50ccs of a seroma fluid build up around the implants." Device has been explanted. This record is for the left side.